Event description:
A malfunction alarm occurred, identified with a resettable malfunction code. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, ensuring no recurrence of the issue, and continued using the pump with instructions to report any future malfunctions.